Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions for evaluation. As the complaint device was not returned, a conclusive root cause could not be determined and the reported event could not be confirmed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to: user attempts to cut staples or clips; user attempts to cut non-soft tissue; user attempts to cut excessive amount of tissue; the instructions for use state: do not directly apply current to staples or clips. Instruments were designed for cutting soft tissue. Attempting to cut staples or clips may damage the instrument. If cutting of staples or clips is attempted, damage to instrument may occur. The reported event will continue to be monitored through post-market surveillance. Device disposed of by facility.

Event description:
It was reported that the device was not sharp. There was no patient injury, medical intervention, or extended procedure time reported.